Event description:
It was reported by the wife of the patient that the patient implant area had an infection and would not stop bleeding after the implant. Patient went to the emergency room and received treatment and medication which healed the area. A second infection was reported which is being treated topically. Device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.